Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the glucocard vital meter was giving variable readings. Customer reported that she was getting variable blood readings on back to back tests. I had the caller review the meter memory and she provided me with the last four readings which were 415, 71, 425, and 44. Caller has control solution, but does not have it with her to do a test because she is at work. Technique is fine. Storage is good. Caller has been using meter for two months started seeing the variable blood results on thursday, (B)(6) 2014. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not send product back.